Event description:
While attempting to demonstrate the device, the salesman noted that it reported error 016 in the pacer window. There was no pt involved. The cause of the problem was determined to be a cold solder joint on a transformer (t1) on assembly 591327. The event is not occurring more frequently or with greater severity than is usual for the device.